Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per livanova this lead was explanted due to ventricular oversensing. Should additional information be received, this file will be updated. Patient is female, (B)(6).